Event description:
It was reported that the patient presented for a revision procedure for the right ventricular lead. It was noted that the lead exhibited increased capture threshold and intermittent loss of capture. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.